Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was still in shelf mode upon interrogation. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that prior to implant, a company field representative was unable to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative tried using several programmers and several programmer wands without success. The s-ICD was not used for implant and returned for analysis. No adverse patient effects were reported.